Manufacturer narrative:
Section d9 was updated. The patient returned the test strips in question (with lot number: 66283713) and also returned a different test strips with lot number: 67192317. The test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(6) compared to an unknown laboratory method. On (B)(6) 2023, at 8:00 a.m. The patient had a laboratory result of 2.46 inr while at 8:15 a.m. The meter result was 3.4 inr. On (B)(6) 2023, the patient had a meter result of 3.1 inr while the laboratory result was 2.25 inr. The time difference between the test measurements was unknown. The patient received new test strips with a lot number of 67192314 and an expiration date of 31-jul-2024 and carried out a comparative measurement. On (B)(6) 2023, the patient had the following comparative results: meter result: 2.7 inr testing with test strip lot number 66283713 at 7:30 a.m. Meter result: 2.6 inr testing with the new test strip lot number 67192314 at 7:35 a.m. Laboratory result: 1.97 inr at 8:00 a.m. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is once a week.

Manufacturer narrative:
Occupation is patient/consumer. The patient was advised to stop using the opened vial of test strips. The strips were requested for investigation. The products have not been received at this time. If the product are returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.